Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. The device history records cannot be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that the patient¿s port allegedly did not draw blood, but will accept heparin. It was reported that the port was attempted to be flushed with something stronger than heparin four times, but was unsuccessful. The device remains in the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport ti isp with 6fr catheter returned for evaluation. The device was not originally patent to infusion, however, the failure could not be replicated. The device was patent to infusion and aspiration. The device was disassembled and no blockage was found. Therefore, the investigation is unconfirmed for the alleged aspiration issue. The conditions of use may have contributed to the reported aspiration issues, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s port allegedly did not draw blood, but will accept heparin. It was reported that the port was attempted to be flushed with something stronger than heparin four times, but was unsuccessful. It was later reported that the port was removed and replaced with a different type of port. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport ti isp with 6fr catheter returned for evaluation. The device was not originally patent to infusion, however, the failure could not be replicated. The device was patent to infusion and aspiration. The device was disassembled and no blockage was found. Therefore, the investigation is unconfirmed for the alleged aspiration issue. The conditions of use may have contributed to the reported aspiration issues, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patient¿s port allegedly did not draw blood, but will accept heparin. It was reported that the port was attempted to be flushed with something stronger than heparin four times, but was unsuccessful. The device remains in the patient. There was no reported patient injury.